Manufacturer narrative:
The following troubleshooting steps were performed: the customer replaced the stat and r2 probes the day before service was on-site. The field service representative (fsr) performed a valve pressure check and wash zone aspiration test. The wash zone temperature tubing and sensor were replaced due to leaking. The fsr calibrated the probes and ran the 2 samples on the analyzer with acceptable results. The probe (list number 08c94-42) was not available for return. The issue was considered resolved through normal troubleshooting procedures. Subsequent service history does not include further reports of erratic or discrepant b-hcg patient results. The architect system operations manual and architect b-hcg package insert provides adequate information with respect to the issue. A review of quality data did not identify any adverse trends. A single definitive cause of the issue was not identified. Multiple troubleshooting actions were performed by the customer and field service. There is insufficient information to reasonably suggest a malfunction of the probes. There is no indication of a deficiency of the architect i2000sr.

Event description:
The sample in question generated an initial result of 31 iu/l, which auto re-tested at 29.67 iu/l and was reported to the doctor.

Event description:
The customer stated that the architect analyzer generated a false positive b-hcg result on one patient sample. The results provided for sid (B)(6) were: initial = 31 iu/l / repeat next day on same sample, yielded a negative result of < 1.2 iu/l. The customer suspects carryover as the patient sample was run directly after a very high positive b-hcg sample. There was no reported impact to patient management. No additional patient information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.